Event description:
Caller reported a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, allowing the pump to begin charging, and no further assistance was required.